Event description:
On (B)(6) 2011 mother called to report her daughter was diagnosed with tss. By way of background, mother indicated daughter has a very heavy flow and parents talked with her about tss before she began wearing tampons yrs ago. Mother indicated that parents only allow her to wear the regulars and mother is quite certain daughter changes most every 4 hrs. On (B)(6) 2011 (midnight to 1am) daughter started vomiting and diarrhea (afternoon) fever with 101.7 temperature. Mother called doctor and was told to treat her systematically (for vomiting, diarrhea, and the fever). On (B)(6) 2011 rash on her body, very severe rash in her vaginal area and bad vaginal discharge. Doctor examine her and hospitalized her for possible toxic shock. Test results showed vaginal discharge tested positive for (B)(6). Administered antibiotics. On (B)(6) 2011 daughter had a blood transfusion. On (B)(6) 2011 discharge from hospital and continues clindamycin for 2 weeks. On (B)(6) 2011 daughter returned to school for 1/2 day and is progressing as well as can be expected. On (B)(6) 2011 confirmed no prior vaginal issues/infection.

Manufacturer narrative:
Device history record in review. Consumer did not return unused product at the time this MDR was filed. Info from this incident will be included in our product complaint and MDR trend analysis.